Event description:
A malfunction on a pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. It was determined that the customer could continue using the pump, and they were advised to contact support if the malfunction code appeared again.